Event description:
It was reported, the camera head does not establish a connection to the processor. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update: b3,d8,d9, h2,h3, h4. The device was returned to olympus for inspection and the reported failure was not confirmed, as a result a root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit and water tightness is lost. Based on the results of the investigation, a root cause of the additional reported malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.